Event description:
It was reported that the external pulse generator was in need of repair. Follow-up failed to obtain any greater detail. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, the battery drawer was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the high rate keypad had a collapsed button, and the main keypad was contaminated. (B)(4).